Event description:
It was reported that during a video laparoscopic bariatric procedure, the staples were malformed. Not reported how the case was completed. There was no patient consequence. No further information available.

Manufacturer narrative:
Information anticipated, but unavailable at this time.